Manufacturer narrative:
The product investigation was completed. Device evaluation details: according to pictures provided by customer, the rocker arm was observed detached from the catheter. The device was visually inspected, the pebax was found damaged (hole) with foreign material inside. Then, deflection test was performed, and the catheter failed. A failure analysis was performed, and it was found the t-bar slid down from both sides causing the improper deflection condition. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The root cause of the t bar issue could be related to the design of the catheter. The failure does not represent any patient consequence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and approximately 10 minutes after the start of the operation, there was a deflection issue. The physician could not change the curve, neither d nor f, respectively, therefore, could not reach the desired position in the atrium. The complaint device was returned to the biosense webster¿s product analysis lab, and a dark color was identified under the pebax. Upon further inspection, the lab confirmed a hole in the pebax with foreign material inside. Additionally, the t-bar was found detached from both sides. The hole in the pebax is reportable. The issue of t-bar detachment is not reportable. The potential for patients¿ harm is remote.